Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4549 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the microintroducer in a 4 french dual lumen powerpicc solo kit seemed to have a ¿lip¿ on the introducer and the nurse could not get the peel away sheath to advance through the skin even after pre-dilation with the inside of the introducer. It was stated it got caught at the skin, not the vessel. No harm to the patient.